Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had a red alarm. The site stated it looked like a user error problem and log files were sent for review. On (B)(6) 2026, between 01:42:36 and 01:44:41 the log file captured no external power alarm & other associated alarm types due to simultaneous power lead disconnects while the patient was switching from battery power to the mobile power unit (mpu). On (B)(6) 2026, between 02:00:29 and 02:10:06 the log file captured no external power alarms & multiple other associated alarm types. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. After this the patient then switched back to battery power. The mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. Mpu was not removed from service.